Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with two (2) thermocool smarttouch sf (stsf) catheters and the patient experienced pericardial effusion that required pericardiocentesis, surgery and prolonged hospitalization. It was initially reported that the carto 3 system displayed error 105 (map: catheter sensor error) after the first few lesions were performed. The ablation catheter was unable to be zeroed. The ablation cable was replaced without resolution. The ablation catheter was replaced and the issue was resolved. The procedure continued. The faulty ablation catheter was brand new. Then it was reported that a pericardial effusion was noticed about 15 to 20 minutes later. After ablation in the pulmonary artery (pa), the physician removed the catheter and they waited 5 minutes as the premature ventricular contractions (pvc) had been suppressed. Once the pvc¿s started recurring, the physician removed the ablation catheter and decided to go consult with another physician on whether or not to do additional lesions in the pa. The physician re-inserted the thermocool smarttouch sf (stsf) ablation catheter into the right ventricular outflow tract (rvot) and pa, however, they did see high force values as this occurred. Prior to placing any additional lesion, the physician decided to check for effusion and at that point an effusion was noted; the physician elected not to do any additional lesions. The patient's blood pressure was fairly stable throughout the entire case. The procedure was aborted. A pericardiocentesis was performed as medical intervention. The patient was taken to the operating room (or) for further medical intervention. The patient went to the cardiovascular operating room (cvor) post pericardiocentesis and the cardiovascular (cv) surgeon reported back that there was visible oozing around the ablation sites. Cv surgeon reported he could see ablation site clearly on pa but there was no visible holes/perforations. The cv surgeon utilized hemostatic agents to manage the oozing and patient was taken to the intensive care unit (ICU). Patient required extended hospitalization. No transseptal puncture was performed during the procedure. Retrograde access through aortic root (ao) for left ventricular outflow tract (lvot). No ablations were performed within the pulmonary veins, all were radiofrequency.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On 17-apr-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).